Event description:
It was reported the patient was experiencing a loss of therapeutic effect. It was reported that the patient ¿had the operation for about 3 years and never seemed to understand even from the very beginning.¿ the patient noted she seems to be rather forgetful. The patient noted her memory is not that bad, but just didn¿t understand how to use pt. Programmer. The patient noted bladder problems are getting worse, having to wear 2 or sometimes 3 pads, thick ones, the largest ones, because she goes so heavily, at night particularly. The patient noted one night she was dreaming and just wet the bed, that doesn¿t happen every night, but she does have a lot of leakage and she is tired of this, wearing the pads and those panties. The patient noted she is a recent widow of about a year and 5 months and would like to quit wearing these now because it¿s getting embarrassing. The patient noted above symptoms have been going on particularly for the last year or more. The patient thought operation was done well, she just thinks it¿s her that doesn't know how to use the machine. The patient noted sometimes that chip rubs her insides and kind of scratches it, but not all the time. Patient services clarified that the ¿chip¿ is the ins implanted in the patient's hip. The patient noted this had been going on for quite a while, but doesn't do it all the time, been going on a year or more. The patient noted sometimes kind of hard to get antenna right over ins because the ins itself seems to be kind of moved, it's not round anymore, it seems like kind of oblong or something. The patient noted has been going on for a year or two, probably 2 years. The patient noted she saw the doctor recently and manufacturer's representative was present, saw hcp (health care provider) and representative about 4 months ago. The representative didn¿t check the device or examine the patient, the patient thinks they just greeted each other and that was it. The patient noted that the hcp did not check device either and the patient didn¿t tell hcp¿(the patient stopped speaking and began talking about stim settings). Stim was on and was set at 2.40. The patient didn't feel any stim right now at 2.40. The patient asked if she should push it until she feels something. Patient services suggested increasing to point of comfortable stim while still providing therapeutic relief. The patient noted she messed with it after she met with representative and the patient didn't know if she had it too high and didn't turn it off because she would feel pain in left part of vagina, a little pain. The patient began to wonder if she didn't turn it off and that she must of turned it too high, it was still on, it didn't bother her, except for certain times when she would lay down, ¿then it would get over it and it would quit what have you. ¿ the patient didn't remember when this problem began. Stim was now at 2.65 and the patient felt something on that left side and the patient noted: ¿ok beginning to feel that pain.¿ the patient began increasing stim to 2.85 then to 2.90 where patient noted she was definitely feeling a pinching or something on left side of vagina. Patient services stopped patient there and stated we do not want patient to feel any sort of pain and if that is too high, the patient should decrease stim. The patient noted she could live with that in order to get it to slow down her bladder down if need be,¿ it doesn¿t hurt that bad, it¿s ok.¿the patient didn't think she even had the patient programmer on for a long time, the patient had not even messed with it. The patient noted she thinks she is going to go a little higher and see what happens. The patient noted nothing is coming on the screen again. Patient services stated the patient needs to synch again. Stim was at 2.90 and continued to increase stim and states ¿can feel the pain back, a little discomfort there, 3.0, little bit more discomforting, 3.10 is a little bit too high.¿ patient services stopped the patient, stated to patient if it¿s causing you discomfort, patient should decrease stim. The patient noted let her sit there and see if she can stand it. The patient asked what is the normal number. Patient services stated it is different for every patient, reiterated patient should have stim at comfortable setting where not feeling any pain, but yet providing patient therapeutic relief. The patient then noted the pain had seemed to let up. The patient noted ¿this is not hurting, it¿s definitely higher than any I think that I¿ve gone up.¿ stim was at 3.10 now. The patient asked should she increase it a little higher to see if she can stand it because she has to get up to go to the bathroom about 2 times at night, leak at night or day, both, try to wear 2 thick pads at night and maybe 3 during the night just in case. The patient noted she was going to go ahead and go higher just in case. The patient increased to 3.20 and doesn¿t feel any pain. The patient continued increasing stim to 3.30, then states wonders if the battery is dead, continues to increase to 3.35, then 3.40, then states, ¿don¿t feel anything¿, then increases one more time to 3.45 and the patient noted it began to hurt, going down to 3.30, it¿s not hurting and the lightning bolt was there. The patient asked should she just remove antenna from patient programmer and put it away in its box after she is done with it; patient services stated yes. The patient asked if it turns off, will it still be working? Patient services stated yes, white button only turns on/off patient programmer, does not affect ins unless patient synchs with ins and make changes. The patient noted she doesn¿t believe hcp had programmed any specific settings nor had the representative programmed any settings. Redirected caller to patient's hcp. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va013qa, implanted: (B)(6) 2012, product type: lead; product ID 3889-28, lot# va013qa, implanted: (B)(6) 2012, product type: lead. (B)(4). Device used for off label indication. The indication the device was used for was urinary (interstim).